Manufacturer narrative:
Concomitant medical products: 511212, lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting radiation and present with ??? In patient information and "invalid data" in cardiac compass observation. The device remains in use. No patient complications have been reported as a result of this event.